Event description:
Reporter stated the customer is having a low blood glucose levels often in the morning between 6:00 am and 8:00 am. On the morning of (B)(6) 2013, the customer was found unconscious at home in his bed. It is unknown how long he was unconscious. His spouse called the ambulance and the customer received glucose intravenously from the doctor. The customer woke up at home. He was taken to a hospital and was there from (B)(6) 2013. The customer stated that the doctor thinks the pump delivered too much insulin. Customer#s current condition is reported as being "ok." Return of device requested. Investigation of the d-tron plus insulin pump revealed that the delivery accuracy of the insulin pump was tested and meets specifications.

Manufacturer narrative:
The event occurred in (B)(6). The investigation found the following: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All programmed boluses were delivered as programmed by the customer. All errors and warnings are triggered correctly by the pump and were confirmed by the customer. The problem mentioned by the customer could not be reproduced.